Event description:
Baxter (B)(4) reported that leakage was found from the tubing. The tubing of the set was pinched by the lid of the cleanflash due to being placed in the incorrect position. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The customer reported problem of a leak was confirmed and duplicated during testing. Received one used set with no cap on spike and no cap on patient connector. The set was tested underwater at 8 psi with a leak noted from a cut/hole in the tubing. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the registry was informed that the patient expired after an implant duration of 19 days (0.63 months) due to unknown reasons. No cause of death was provided. There was no indication given that the death was due to a device malfunction or that the device was the cause of death.